Event description:
It was reported that a spectrum pump alarmed for a system error 345 during an infusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated that device in question. System error 345 was confirmed through review of the event history log, but could not be reproduced during testing. The device was tested and no malfunction could be identified. The upstream and downstream sensors are known contributors to this alarm and have been replaced. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.